Manufacturer narrative:
(B)(4). Upon detailed analysis visual inspection noted an arc mark on the back of the device case near the bottom. A review of the device memory noted that a shock lead shorted fault occurred followed by a charge time exceeded fault the day after explant. A second change time of 45 seconds occurred that cause the device to declared end of life (eol) also the day after explant. An x-ray confirmed that the plasma fuse was open. With an open plasma fuse the device cannot charge and deliver a shock. Laboratory analysis concluded that the damage to the device was induced by a shock into a competitor lead that was shorted to the device case.

Event description:
Boston scientific received information that this patient was presented to the hospital after experiencing a syncopal episode. Upon review of the electrocardiograms and high voltage measurements it was noted that the first shock failed to convert the patients ventricular tachycardia arrhythmia, while the seconds shock showed an out of range low shock impedances measurement with no effect on the arrhythmia, and the third shock had no therapy programmed. The patient subsequently converted out of the arrhythmia on their own. Some non sustained episodes were stored with no therapy required or attempted. It was also noted that measurements of the high voltage lead showed normal measurements upon interrogation at the hospital. An inquiry regarding this case was made to technical services. The patient has a competitor right ventricular lead implanted with the device. At this time the system remains implanted and the patient remains monitored. Technical services noted that the low out of range impedances could indicated a possible short circuit either in the device or the competitor lead. Technical services also noted the reason no therapy was delivered by the third shock was due to the fact that the episode redetected in the vt-1 zone which was monitor only and thus no therapy was available per programmed parameters. Finally technical service suggested to replace the device and lead. If the physician elects to perform additional testing at the time of the revision, technical services discussed performing a commanded shock. Upon additional information this investigation will be updated.

Manufacturer narrative:
(B)(4). Further review by engineering noted that the fault 1004 due to a shorted lead condition occurred when the seconds shock was attempted to be delivered. A lead issue or a device issue could not be determined until the system is explanted and returned fro analysis. The filed representative confirmed an extraction of the device and lead will take place. An additional inquiry was requested from technical services to determine the best way to diagnose and determine the root cause of this issue as the patient is booked for a follow up. Technical services discussed performing a 41j shock. Technical services also discussed replacing the device, and if it is determined that the competitor lead is ok to function the lead should be tested with a new device. The field representative will discuss the case with the physician. Additional information received noted that the patient was being monitored in the hospital and went into a ventricular tachycardia, the patient converted out of the arrhythmia on their own as the staff was charging the external defibrillation. It was noted that the hospital staff was not relying on the device to deliver appropriate therapy. Further review and delivering a commanded 41j should showed a fault code 1007. A revision took place. Post explant a small mark was seen at the bottom of the device. Some marking and discoloration was also noted on the competitor lead. Some difficulty was encountered when extracting the competitor lead, thus the physician had to cut the lead and make ties around the lead to secure successful extraction. A new system was successfully implanted. The device was explanted and will be returned for analysis.

Manufacturer narrative:
(B)(4). The device was returned. Initial device analysis at our post market quality assurance laboratory confirmed that the device failed longevity. Detailed analysis will be conducted.